Event description:
We received a report from our distributor in a foreign country stating, that the white tube in a rt206 adult breathing circuit kit was deformed. This alleged defect was found during their incoming goods inspection.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA.